Manufacturer narrative:
(B)(4). Device evaluation: complaint verification testing could not be performed because no sample was returned for analysis. A device history record review was performed and it did not reveal any manufacturing related issues. The probable cause of the drainage bag leaking could not be determined based upon the information provided and without a sample. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the bags in the thoracentesis kits are leaking. The clinician stated the fluid is coming out of the top of the bag. When they carry the bags from the units to their lab they have to put them into another biohazard bag. There were no patient deaths or complications reported.